Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for an in-clinic follow up. Upon interrogation, it was observed that the implantable cardioverter defibrillator was in backup mode. A device restoration was performed successfully. No patient symptoms were reported.